Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. It was reported that the physician's name is dr. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. It was also noted that the spring was sticking out of the top of the handle. Reportedly, the clip was ripped off the tissue and the procedure was completed with another resolution 360 clip device. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be fine.